Manufacturer narrative:
Exact date unknown, event occurred on the day the device was explanted.

Event description:
It was reported that the patient had inadequate stimulation. The patient underwent an ipg explant procedure. The explanted ipg will not be returned.